Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an inpact admiral dcb balloon with an 11cm 6fr non-medtronic sheath and an 018 non-medtronic guidewire during treatment of a 250mm calcified plaque lesion in the patients left distal superficial femoral artery (sfa). Minimal vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 5mm. There were abnormalities reported in relation to anatomy. Distal sfa stent cto prior to pre dilation, prior to inpact 5x250mm was reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Embolic protection was not used. The vessel was pre-dilated with a 5x100mm non-medtronic balloon. The vessel was post-dilated with an inpact admiral 5x250mm balloon. The device was passed through a previously deployed 5x100mm stent. No resistance was encountered when advancing the device. An inflation device was used for balloon inflation. 50/50 contrast inflation fluid was used. Balloon deflation difficulties were reported. It was reported the balloon would not deflate from center markers to distal marker. There were no issues noted during inflation. There was no damage noted to the balloon catheter. Physician used negative pressure, diluted with additional sali ne and tried deflating balloon with a syringe but the balloon was not fully deflated for removal. Physician removed balloon and sheath but kept wire access and put in a new 7fr sheath. The balloon catheter did catch upon the sheath during withdrawal. Physician was finished ballooning when issue occurred. Final angio looked good in area of issue. The device was safely removed from the patient. No vessel damage noted. There was a delay in the procedure but did not result in any health consequences or impact to the patient.

Manufacturer narrative:
Product analysis a kink was evident to the catheter body at the proximal end positioning of the protective sheath. The proximal balloon folds returned expanded while the distal balloon folds remained intact. Blood was visible in the balloon. Upon pressurization of the device, liquid was seen exiting the distal tip indicating a tear / hole in the inner member. It was not possible to find the location of the tear/ hole due to the volume of biologics in the balloon. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.